Event description:
Information was received indicating that during testing of a smiths medical cadd-legacy® 6400 pump failed accuracy by -8.05 percent. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, accuracy testing found within the published specifications of +/-6%. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.